Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: device history review (DHR): part # fgs-1100, synthes lot # 22e013, supplier lot # 22e013, release to warehouse date: 27 jun 2022, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent open reduction internal fixation (orif) surgery for dislocated ankle fracture. The fibula fracture was fixed with an lcp-distal fibula plate and the tibiofibular intertibial disarticulation was repaired and fixed with a fibulink. During the procedure, the gold locking tube and silver guide tube are dislodged during the deployment of the fibula link. The fibulink was removed and a new product was opened and used. After inserting the tibia screw, the surgeon grasped the silver guide tube with kocher forceps and pulled it outward while the tensioning cap was passed through the fibula. The surgeon was applying force but it was stiff and would not move. More force was applied. The gold locking tube and silver guide tube were dislodged from the fibula link. The fibula link remained joined to the tibia screw. The surgeon grasped and deployed the fibula link directly with forceps from anterior to the fibulink insertion position between the tibia and fibula. After deployment, although the connection could be made to the tensioning cap, the fibula link moved outward and into the fibula when the cap was turned clockwise, so retention with forceps could not be sustained, and if the tensioning cap was turned any further, the prosthetic ligament may also become deformed with the fibula link and break along. Therefore, the procedure was put on hold. During this time, another procedure was performed. After the other procedure was completed, the surgeon attempted to reconnect the silver guide and gold lock tubes to the fibula link which was removed once. It was confirmed that with the fibula link and silver guide and gold lock tubing reconnected and gripped with kocher forceps, it was possible to control the rotation without disconnecting from the fibula link. It was determined that the silver guide and gold lock tubes were reconnected to the fibula link in the fibula and that the tensioning cap provided adequate tension, which also fixed the fibulink as it was. The surgery was completed successfully with no surgical delay. Patient was stable. This report is for a fibulink(r) syndesmosis repair kit/ti.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.